Manufacturer narrative:
The reporter's meter and one test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without error messages. Medwatch fields d9 and h3 were updated.

Event description:
There was an allegation of questionable results from coaguchek vantus meter serial number (B)(6). At 3:42 pm, the result from the meter was 4.6 inr. One hour later, the result from a laboratory using stago's compact max analyzer with neoplastine reagent was 2.8 inr. The test strip lot used for this test was not known. On (B)(6) 2023 at 7:24 pm, the result from the meter was 4.4 inr. At 7:28 pm, the result from the meter was 3.1 inr. On (B)(6) 2023 at 7:15 am, the result from the meter was >6.0 inr at 7:38 am, the result from the meter was 4.6 inr. This test was performed using strip lot 64708121 with an expiration date of 31-mar-2024. A different finger was been used for each re-test on the different days. The therapeutic range was 2.0-3.0 inr. The patient¿s testing frequency was every 6 weeks if in range and if out-of-range more often as needed.

Manufacturer narrative:
The meter and strips have been requested for return. The strips used for the testing in march have been discarded and cannot be returned. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer h3 other text : na.